Manufacturer narrative:
The customer was provided phone support troubleshooting assistance on 05/05/2016 with resolving the leak from the probe by trimming tubing #5 which was cracked, and reconnecting it onto the probe wipe housing. Additionally, service personnel visited the account on the same day and the analyzer was verified, meeting published performance specifications. (B)(6).

Event description:
A customer reported a small leak from the probe of the coulter ac t diff 2 analyzer. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat and goggles at the time leak was noticed, and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.